Manufacturer narrative:
Initial and final MDR 1963831- MDR 3003442380-2024-24288- device 10 of 12

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that the patient encountered tewlve infusion sets cannula kinked events within 3 hours after insertion. The site of insertion was abdomen do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.